Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test guardian link and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with serial number label fading, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. (B)(4).